Event description:
On 01/26/2000, pt presents for trans-urethral microwave thermo-therapy for treatment of pt's benign prostatic hyperplasia. Rptr informs the co that 10 mins into the trans-urethral microwave thermo-therapy procedure, balloon placement could not be verified with ultrasound. Catheter was pulled. Balloon had deflated. A second catheter was then placed and trans-urethral microwave thermo-therapy was initiated. Ten mins into this treatment period, ultrasound could not locate balloon. Catheter was pulled and it was verified balloon had deflated. A third catheter was inserted, trans-urethral microwave thermo-therapy was initiated. Thirty mins into treatment period, ultrasound could not locate balloon. (Catheter was taped down and had not migrated). Trans-urethral microwave thermo-therapy was ended and probe removed. Upon reviewing the third catheter, the rectal probe portion of the catheter came apart. The sling came off of the probe and the sensors came undone. No pt injury was reported.